Manufacturer narrative:
(B)(4). Date sent: 06/14/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the clips scissor after firing the clips? Or did the clips feed sideways into the jaws of the devices? Response: the clips scissored after firing the clips.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips kept crossing every time a new clip was lodged. Another like device was used to complete the procedure. There were no adverse consequences for the patient.